Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 5 mg/ml at 0.7509 mg/day via an implanted pump system. A volume discrepancy was reported at a refill on (B)(6) 2015. The actual residual volume exceeded the expected residual volume, 10 ml to 5.5 ml at the first pump refill since implant. The hcp alleged that the system was underinfusing, and they did not believe the discrepancy was related to a pocket fill or programming error. The patient's pain control was not what the patient had hoped for as there was no different in pain relief since implant. The pump logs were normal, and a dye study was planned. Additional information was requested to determine what troubleshooting, actions, or interventions were performed in relation to the volume discrepancy, what results the dye study yielded, what caused the patient's pain, and if the pain, discrepancy, and underinfusion resolved.